Event description:
It was reported that a novum iq large volume pump had air in line and upstream occlusion alarms, and the pump under-infused. This was observed during patient infusion with red blood cells (rbcs) in the medical surgical department. The pump was programmed at 120ml/hr, changed 30ml, then changed to 100ml/hr and 200ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line and upstream occlusion alarms, and under-infusion was not reproduced; flow rate accuracy testing was performed with no issues noted. A review of event history log revealed blood (rbcs) was programmed as a primary infusion at rate 100ml/hr with volume to be infused (vtbi) 50ml and with a new set loaded. No standbys, system errors or occlusions alarmed during the infusion. The infusion ran to completion and was not resumed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.